Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "within 3 minutes of placement of mac catheter, patient had an anaphylactic shock. As the anaesthesia staff and or team were made aware that the patient had a chlorhexidine allergy this morning, they did not use any subsidiary chlorhexidine products (mouth scubs, sage cloths, etc). However, the patient did use chlorhexidine wipes at home the night before and had hives on his skin when he arrived to pre-op (which is when they became aware of his allergy). Anaesthesia was not aware that the mac catheter was impregnated with chlorhexidine silver-sulfadiazine so it was used. Patient coded before the chest was cracked open and patient was put in a balloon pump. Additional information: anaphylactic shock to asystole cardiac arrest intraop. Patient treated with pepsid, benadryl, and steroid. The patient was stabilized after they opened the chest. Treatment after anaphylactic reaction: acls, CPR, steroids, ivf, intubation, and ICU. Patient is extubated, awake, communicative, and on 2l o2 currently. Has returned to baseline with wheezing."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine, and/or sulfa drugs. Warning: remove catheter immediately if adverse reactions occur after catheter placement. Chlorhexidine containing compounds have been used as topical disinfectants since the mid-1970's. An effective antimicrobial agent, chlorhexidine found use in many antiseptic skin creams, mouth rinses, cosmetic products, medical devices and disinfectants used to prepare the skin for a surgical procedure." The complaint of catheter related allergic reaction was confirmed based on the customer provided details of the event. Per the customer report, "the anesthesia staff and or team were made aware that the patient had a chlorhexidine allergy... Anesthesia was not aware that the mac catheter was impregnated with chlorhexidine silver-sulfadiazine so it was used." A review of the instructions for use (IFU) provided with this product states, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine, and/or sulfa drugs." A DHR review was performed with no relevant findings identified. Therefore, based on the available information provided by the customer, unintentional use error related to patient condition caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "within 3 minutes of placement of mac catheter, patient had an anaphylactic shock. As the anaesthesia staff and or team were made aware that the patient had a chlorhexidine allergy this morning, they did not use any subsidiary chlorhexidine products (mouth scubs, sage cloths, etc). However, the patient did use chlorhexidine wipes at home the night before and had hives on his skin when he arrived to pre-op (which is when they became aware of his allergy). Anaesthesia was not aware that the mac catheter was impregnated with chlorhexidine silver-sulfadiazine so it was used. Patient coded before the chest was cracked open and patient was put in a balloon pump. Additional information: anaphylactic shock to asystole cardiac arrest intraop. Patient treated with pepsid, benadryl, and steroid. The patient was stabilized after they opened the chest. Treatment after anaphylactic reaction: acls, CPR, steroids, ivf, intubation, and ICU. Patient is extubated, awake, communicative, and on 2l o2 currently. Has returned to baseline with wheezing."